Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarm low battery prior to replace battery now. The customer's blood glucose was 220 mg/dl at the time of incident. The customer also reported that the insulin pump alarmed pump error. The customer was advised how to clear the pump error alarm. The insulin pump will not be returned for analysis.